Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Tested and observed no failure with power to cs300. Observed lethal faults in journal. Powered up several times and could not duplicate failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no power. No patient harm or injury was reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had no power. No patient harm or injury was reported.